Event description:
It was reported that on the evening of 2006, the pt complained that he could not hear well. On the following morning, upon putting on the speech processor, he said that the sound was very quiet. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.